Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: during investigation, the pump failed to power on. The battery compartment was cracked alongside the pump. A leak was found in the battery compartment. Corrosion was found in the battery compartment. The pump was opened to find moisture damage to the printed circuit board. The no power to the pump was due to moisture damage.